Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm. This occurred on a homechoice (hc) machine, during dwell two of four. The hp had disconnected by closing and capping the transfer set, however the hp did not close the clamp on the patient line. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This was a report of a system error 2267 where home patient disconnected without closing the clamp on the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. This guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.